Event description:
It was reported by the pt's rep that, "pt had trident ceramic on ceramic hip surgery in 01/05. Seven months following his primary surgery, his hip began squeaking and popping, and was subsequently revised five times." (This report documents the 3rd revision.)

Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time.